Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was reporting patient was below 40 mg/dl but actual blood glucose was 115 mg/dl. Customer stated the insulin pump started alarming threshold suspend. Customer also received calibration error and blood glucose was 150 mg/dl. Advised customer to treat according to health care professional's instructions. Advised customer to monitor sensor and call back if there are any further issues. No further information provided.